Event description:
It was reported that this right ventricular (rv) lead exhibited noise during an auto-threshold test, but the observed noise was not over sensed by the device. Technical services (ts) discussed that this may be early signs of insulation failure, and further lead evaluation was recommended. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).